Event description:
The following has been reported: biomed reported: "broken, error when infusing". Injury/adverse reaction: no. Biomed reported on 07/17/2025: said service needed on screen while running it today. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint was confirmed. Device returned for av sticky valve. The outlet pin of the fva was felt dragging during operation. Log files were reviewed and found multiple sticky pin failures. The device was opened to inspect for damage and cleaning. No internal damage was identified. The fva assembly was removed. A small amount of dirt and debris was found on the pins and their channels. The fva pins and their respective channels were cleaned using alcohol.